Event description:
This lead was capped and replaced due to loss of capture which was caused by the lead pulling back. There were no adverse patient events reported. Should additional information be received, this file will be updated.